Manufacturer narrative:
A2: sex - male this complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted.  Therefore, this evaluation will be closed.  This issue will be monitored through the post market product monitoring review process. Based on the available information, this event is deemed to be a serious injury.      To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.     FDA registration number  reporting site: 1049092  manufacturing site: 3005471919.

Event description:
End user reports he was found to have a "kidney infection" uti with recent catheter use. Consumer is an 87 year old male, said he has been catching for 4 - 5 years, 3 x a day for bph. He reports this one is his only infection since switching to this ultra pre-lubbed catheter. He cannot remember when he started using the ultra but it has been a while. He said he has nearly completed the antibiotics (oral) he was given does not know names. No additional information was provided.